Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during left heart procedure. The procedure was completed as planned since the cover was hanging with the chain. The philips remote service engineer (rse) examined the system remotely and confirmed that the shield arm cover fell from the system. Upon troubleshooting, the philips field service engineer (fse) found that the shield arm cover fell off becoming loose and the cause is found to be the collision with the stand. The philips field service engineer (fse) inspected the system and found that the ip pc was failing. The fse also found the frontal stand had no damage, and the shield arm did not sustain any damage either, but the elbow cover fell off. To resolve the issue, fse remounted the cover and retightened the screw. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the shield arm cover fell from the system. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.